Event description:
It was reported to boston scientific corporation that during a stone removal procedure, using a gemini stone retrieval paired wire/helical basket, the wire cable perforated the sheath of the device which rendered the device non functional. This same malfunction occurred, following the removal of 1 stone, times 6. Three boston scientific devices and three unknown non boston scientific devices were involved. This notification is device #1 of 3. All calculi were eventually removed with no reported complications for the patient. Please see other related MFR report #s: 3005099803-2008-2159; 3005099803-2008-2158.

Manufacturer narrative:
A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed and found 1 similar complaint has been reported from this lot. A total of 2 complaints have been reported for product from this lot. Both complaints were reported by the same customer. 11mm gemini product family for the 15 months ending apr 2008 was reviewed and no current trends in the number of complaints for this malfunction were found. No damage or defects to the end of the sheath that could have caused the split were observed. Customer complaint has been confirmed although the root cause is undetermined. The sheath of the basket is split, allowing the basket and drivewire to exit the side of the sheath instead of the distal tip.